Manufacturer narrative:
The portable battery is not being returned to the MFR for eval. Based on the available information, the portable battery connector reportedly is becoming loose during transport. The device would alarm for ac power loss if the connection became loose and power was disconnected. A review of the device product labeling determined that the labeling contains adequate information and instruction on how to use the device with a therapy device. The portable battery accessory is intended for stationary use only. It is not to be used to make a system, like the bipap synchrony, a mobile device. Loss of therapy for the pt population using the bipap synchrony does not represent a significant risk to the intended user. The intended use for the bipap synchrony states that the synchrony is intended to provide noninvasive ventilation for pediatric pts 7 years or older >18.2kg (40 lbs) and adult pts >30kg (66 lbs) with respiratory insufficiency or obstructive sleep apnea. The device should not be used if you have severe respiratory failure without a spontaneous respiratory drive. The intended use of the universal battery pack is categorized as an accessory, not a medical device.

Event description:
The MFR received information that the pt was being transported to another unit within the hospital. Allegedly, the pt's blood oxygen level decreased when the battery was allegedly depleted and the device shut down. There was no report of medical intervention being required to the pt. The pt was transferred to the niv bed.